Event description:
It was reported that the blood glucose level displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus and changing the infusion set, and no further assistance was required.